Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, pump reset information was given. Customer did not have access to charging supplies at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.